Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high and low blood glucose levels. The customer stated that, about two and a half weeks prior, she had high blood glucose of 377 mg/dl, followed by low blood glucose of 49 mg/dl the next morning. The customer also reported that, on two occasions, she put a battery into the insulin pump, but the device did not initialize immediately. The customer stated that she required glucagon for the low blood glucose event. She stated that the low blood glucose may have been due to her treating the high blood glucose. She did not know the cause of high blood glucose. She noted that when she usually had high blood glucose for several blood glucose checks, she would replace the infusion set; on this occasion, she had not replaced the infusion set. Upon troubleshooting, the customer did not require a replacement insulin pump. She also noted that the insulin pump alarmed weak signal, which was a sensor-related issue.